Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The sulu was received open by the account. The shipping wedge had been removed from the sulu, no damage was noted to the sulu. The sulu functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a surgery for lung cancer, the device¿s black pusher thumb piece could not be moved at all while being applied on interlobular lobe. The staple could not be fired. A new staple cartridge was used to complete the case. There was no injury caused to the patient and no medical intervention was required.